Manufacturer narrative:
To date and according to evaluation, no information has indicated that the device or the way it was used has contributed to the event described. In addition, no signals were found indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to osseointegration problem, and escaping the available detections has been assessed and concluded to be unlikely in high level of confidence. If additional information is received indicating otherwise, a follow-up report will be submitted.

Event description:
Failure to osseointegrate.